Manufacturer narrative:
Mml#: (B)(4). Other device explanted: model: 8145, description: implantable stimulation leads, serial numbers: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient had unexplained weight loss, which caused pocket site pain. The patient reported benefiting from the reactiv8 therapy and had stopped using the device for several months, so the patient requested an explant. There was no allegation of a device malfunction. The device was explanted without complications, and there was no patient harm or injury report. The device was not returned for analysis, so no testing can be carried out. The device history record was reviewed. No relevant nonconformances were found.